Event description:
It was reported that within a couple of weeks of implant, the right ventricular (rv) lead exhibited a decrease in r-wave amplitude. It was later confirmed via x-ray that the lead had dislodged as a result of the sutures loosening, which allowed the lead body to move and pull the lead out of place. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert and oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.